Manufacturer narrative:
E1: initial reporter phone - (B)(6). Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, some sort of bubbles or occlusion were observed inside the flush lumen. A guidewire was inserted through the catheter, and the catheter was successfully deployed to basket and flower configurations. Subsequently, flushing of the catheter through the irrigation line was tested and it was noted that flushing was functional in all deployment states with no significant resistance felt. The catheter was dissected to inspect the flush lumen and determine any potential cause of the reported flushing issue. No visible kinks in the flush lumen nor anomalies were noted. Based on testing of a returned device with similar attributes, the material on the device is likely uv acrylate adhesive. It is not abnormal to potentially have adhesive flow in between the flush lumen and strain relief, resulting in the visible foreign matter. Since flushing through the flush lumen was functional, no leak path allowed for the adhesive to flow into the flush lumen and cause an occlusion.

Event description:
It was reported that during a procedure, an adhesive residue was observed in the flushing port, and it was not possible to flush the farawave pulse field ablation catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was returned for analysis.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, an adhesive residue was observed in the flushing port, and it was not possible to flush the farawave pulse field ablation catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.